Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team on 03-aug-2022. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.436" x 0.148" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of the broken grip tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. The maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 5 uses remaining after this last usage. No images or videos were submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the one jaw of maryland bipolar forceps instrument was found to be broken off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the hospital site and obtained the following additional information: the issue was discovered pre-anesthesia and there was no patient involvement. No patient injury or harm and the procedure was completed robotically. No other information could be provided.